Manufacturer narrative:
The returned valve was patent. The valve was returned at pl 1.0 and was not adjustable; therefore all other testing was precluded. There was proteinaceous debris noted within the interior and exterior of the valve. Debris within the valve may interfere with the adjustment mechanism resulting in difficulty adjusting the valve. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris¿. There was a tear in the top of the delta chamber. It is unknown how or when this damage occurred. The instructions for use that accompany the device caution that handling or the use of instruments when implanting these products may result in the cutting, slitting, crushing, or breaking of components. The IFU also caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ a review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. (B)(4)

Event description:
It was reported to medtronic neurosurgery that the device spontaneously changed settings from pressure level 1.0 to pressure level 0.5. According to the report, this has occurred three times in a week. It was reported the device was explanted on (B)(6) 2015 and replaced with a nonprogrammable valve. Reportedly, the patient is currently out of surgery.